Manufacturer narrative:
UDI #: na.

Event description:
The recipient reportedly experienced poor performance due to electrode migration. The recipient's internal device was repositioned. Subsequent testing revealed several open electrodes. The recipient reportedly developed fluid at the implant site. The fluid was removed and the wound was closed. However, the electrode impedances did not improve and the electrodes remain open. Device revision surgery is under consideration.

Manufacturer narrative:
(B)(4). The external visual inspection revealed sliced electrode wires prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed sliced electrode wires prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.